Event description:
It was reported the patient was experiencing ineffective stimulation. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.